Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that patient was trying to charge her ins when it turned off and when she tried to charge again por appeared on the insr. Patient stated on the call that she was successfully charging her ins again because she kept messing with it so patient was not seeing por message on the call. Patient did not have pp with her on the call to confirm if por was informational or warning. Patient stated she was not sure where pp was an has not seen it in years. No further complications were reported/ anticipated.